Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 88 mg/dl and experienced dizziness, trembling, speech problem and a seizure. A reading of "lo" (readings less than 20 mg/dl) was obtained on the built-in reader. Customer was treated with gluco tablets, juice and food by a non-hcp. Customer was additionally treated with a unit of insulin. There was no report of death or permanent impairment associated with this event.